Manufacturer narrative:
This report is submitted on 11 february 2020.

Event description:
It was reported that the battery charger allegedly caused "sparks" when it was charging. There was no allegation of serious injury associated with the issue. The battery charger has not been returned to the manufacturer as of the date of this report.